Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it as consumed in the event. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation) of the posterior communicating artery. The patient's anatomy was normal in tortuosity. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, there was a leak noticed approximately 2-3 cm before the distal end of the catheter and onyx leaked into surrounding tissue. The leaked onyx was dilated along the vessel wall with a balloon catheter and flow was restored. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00406.